Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The date of the event is unknown. Additional information will be submitted with 30 days of receipt.

Event description:
During use, the deltapaq platinum microcoil (dfs10040820/ g14208) would not detach, but another codman coil was successfully deployed. It was reported that resistance occurred, and it was it was the excessive force used that caused the event. The microcatheter used was a sl 10, and after the event, the same microcatheter was used with subsequent coils. Pre-deployment test was not conducted, and the fault light was seen during case. The type of detachment control box used was an enpower dcb (catalog & lot numbers) and an enpower cable (catalog & lot # unk). Upon pressing the power button, the lights did not illuminate including the green system ready light. Also, during the detachment cycle, neither the detachment light die not illuminate nor the audible signal beeped. All connections appear to fit properly without application of excessive force. After the event, the same connecting cable and dcb combination were used successfully with subsequent coils. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.). The procedure was completed very carefully, and no further information was provided. The product is not going to be return for analysis.

Manufacturer narrative:
With review of the available information and without the return of the device for analysis, no conclusion can be made regarding the root cause of the failure of the coil to detach after passing pre-deployment check, but it was also reported that additional force was used to advance the delivery system once friction was noted which may have cause the event. The label for use, warns that if this should occurred, stop advancing, and determine or investigate the cause. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
During use, the deltapaq platinum microcoil (dfs10040820/ g14208) would not detach, but another codman coil was successfully deployed. It was reported that resistance occurred, and it was it was the excessive force used that caused the event. The microcatheter used was a sl 10, and after the event, the same microcatheter was used with subsequent coils. Pre-deployment test was not conducted, and the fault light was seen during case. The type of detachment control box used was an enpower dcb (catalog & lot numbers) and an enpower cable (catalog & lot # unk). Upon pressing the power button, the lights did not illuminate including the green system ready light. Also, during the detachment cycle, neither the detachment light die not illuminate nor the audible signal beeped. All connections appear to fit properly without application of excessive force. After the event, the same connecting cable and dcb combination were used successfully with subsequent coils. After the event, no other damages were noticed on the device (kink, bend, stretched, fracture, separate, stent, coil ring fracture, etc.). The procedure was completed very carefully, and no further information was provided. The product is not going to be return for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. With review of the available information and without the return of the device for analysis, no conclusion can be made regarding the root cause of the failure of the coil to detach after passing pre-deployment check. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time.